Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no reported patient involvement or harm.

Manufacturer narrative:
(B)(4).